Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of event. The philips field service engineer (fse) went onsite and did not perform any troubleshooting, as customer informed that the image problem was rectified and the issue was with the st. Jude tablet that controls the screen. The images were showing on the screen after customer fixed their tablet. The system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was caused due to a non-philips product and the issue was not caused by the system. Based on the investigation results, philips concluded that the complaint is not reportable.

Event description:
It was reported to philips that no image showing on the system. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.